Event description:
It was reported that prior to a pci procedure, stent damage occurred. Upon removing, the liberte monorail stent delivery system from its package, the physician noted that the stent appeared damaged. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. The patient's status is reported as "good".